Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low and high blood glucose from 46 to 305 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they have a hard time reading the bolus. No further information was provided.